Event description:
The dr was unable to insert the iab into the pt. The contact stated that the insertable length of the iab was too short. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 10/22/97.) (Pt's current status: unk - rpt'd 10/22/97.)